Event description:
It was reported that customer received a blank display screen. It was reported that insulin may have been dropped and exposed to moisture.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.